Event description:
The accounts maintenance stated that the bed has a local bed exit alarm but it does not send a signal to the nurse's station.

Manufacturer narrative:
The accounts maintenance stated that he replaced the sidecom circuit board to repair the bed.